Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) removed the back panel and inspected the controller board leds. Logged in and verified that the drawer was not detected on the bus. Powered the station down and replaced the controller board. Restarted the station and attempted configuration in storage space, but no option was available. Powered down again and replaced the drawer board. After powering up, the configuration option was still unavailable. Pulled the station from the wall, removed the controller board, and installed a new one. Successfully configured the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower lgcathlab7_main 2 cubie drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.